Event description:
The user facility reported that an impella 5.5 access site became infected during patient support. No noted intervention was taken to manage the condition and the catheter was noted to be secured. As support continued, intermittent suction alarms began to appear for the next two days. Positioning of the device was not verified and the providers elected to not perform an echocardiogram at that time. Support remained ongoing despite the noted issue. The pump was successfully weaned and explanted. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿